Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 13apr2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower did not detect the fridge and caused storage issue. The technical support specialist found the issue was already resolved by the customer, therefore the cause of the event cannot be determined. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was not detected on the refrigerator. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.